Event description:
The reporter stated the surgeon inserted an icm120v4 12.0mm implantable collamer lens in 2006. The lens was explanted the following month due to excessive vaulting. Subsequently the pt experienced narrowing of the angle, shallowing of the anterior chamber depth, elevated iop. An iridectomy was performed. The lens was exchanged using a shorter lens.